Manufacturer narrative:
The manufacturer did not receive devices for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta, ceramic femoral head, m, 32/0, taper 12/14 on (B)(6) 2014 on the right side. Patient fell and dislocated her hip on (B)(6) 2016. It was also reported: "patient presented to the ER with a dislocated hip. Surgeon tried to relocate, which dissociated the kinectiv neck from the stem. After further evaluation, it was determined that the acetabular component was loose and needed to be revised." The patient underwent a revision surgery on (B)(6) 2016 due to pain, dislocation and acetabular loosening. Additional information has been requested and is currently not available. (This is a split case with zimmer inc. (B)(4), the loosening of the cup is treated in (B)(4))

Manufacturer narrative:
Additional information has been received on (B)(6) 2017. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was now reported that the revision surgery took place on (B)(6) 2016.

Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. - event summary: patient had the right thr implanted on (B)(6) 2014. Patient fell and presented to ER with her dislocated hip on (B)(6) 2016. Surgeon tried to relocate, which dissociated the kinectiv neck from the stem. After further evaluation, it was determined that the acetabular component was loose and needed to be revised. Revision surgery was performed on (B)(6) 2016 due to dissociated kinectiv neck and acetabular loosening. Review of received data - the ap view pelvis x-ray and lat view x-ray taken on (B)(6) 2016 show that the right thr components are well positioned. No problems observed. - implantation surgery dated (B)(6) 2014: pre-op diagnosis: osteoarthritis, right hip. Procedure: posterolateral approach selected for the surgery. Good bone quality. 5mm zimmer kinectiv m/l taper cementless with a straight size b(+0) neck, 32mm biolox head +0mm, zimmer trabecular metal 50mm cup with crosslinked poly liner fixated with 2 screws implanted. Excellent stability of the components achieved. Equal leg lengths noted. Appropriate abduction tension obtained. Office visit dated (B)(6) 2016: right hip exam: flexion:110°, extension:10°, internal rotation:40°, externa rotation:65° x-rays show good prostheses alignment, no loosening. Patient has been doing well until about 2, 3 weeks ago when she tripped on her sandals and fell and dislocated her right hip. Follow-up planned in 3 months. Devices analysis: no product was returned to zimmer biomet for in-depth analysis review of product documentation: - the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Conclusion summary: according to the information available at hand, the fall that patient experienced is the most likely reason leading to the dislocation of the hip. However, it is reported that while the surgeon was trying to relocate the hip, the neck of the stem actually dissociated. After a while it was realized that acetabular component was loose and needed to be revised. No medical data like x-rays or revision surgery reports were received to confirm the loosening. Therefore, the role of the ceramic head in this revision surgery is very unlikely. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for further corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer reference number of this file is (B)(4).